Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have one bent grip, causing misalignment of the grips. There was a 0.040¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, the force bipolar instrument tips were noted to be misaligned and became stuck while closed on patient tissue. Another instrument was needed to be used to pry open the jaws of the instrument. The procedure was completed with no reported injury.